Event description:
It was reported that the user experienced hypoglycemia overnight with blood glucose readings as low as 46 mg/dl, treated with food, followed by a reduced breakfast that preceded another hypoglycemic event to 39 mg/dl, and subsequent hyperglycemia reaching 247 mg/dl; the user reported that a trainer recently changed an ilet setting and believed the device delivered too much insulin during sleep. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and education. Investigation included assessment of device performance through user-reported alerts and review of use of oral glucose for treatment. Investigation of this case revealed no confirmed device malfunction; the sequence of hypoglycemia, corrective eating, reduced breakfast dosing, and rebound hyperglycemia supports an unclear cause related to therapy use and glycemic variability rather than a confirmed device component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.